Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced hyperglycemia with glucose around 250¿270 mg/dl that was difficult to reduce, with the cause unclear and no device component implicated. Symptoms included insufficient clinical details to characterize specific manifestations. Outcomes included insufficient information regarding impact to the user. Investigation included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.